Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. The date of event is unknown.

Event description:
The complaint involved a 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemoclave® drip chamber, spiros® w/red cap, bag hanger. It was reported that there are incomplete, easily reversible connections. The luer lock gasket or ball is not springing back to reseal as it should, resulting in the valve to stay open. The spiros will click as it normally does when it is locked but then will easily disconnect and fall off the syringe. There was no patient harm but potential spillage of hazardous materials to their technician staff poses direct exposure and harm. There was no delay in therapy but, but drug wasted from bags leaking. Leaking out of the unsealed valve. The event occurred on an unknown date.

Manufacturer narrative:
Investigation summary the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history was reviewed, and no nonconformities were found that would have led to the reported complaint.